Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. Item returned and indicated valgus alignment guide wingnut locking mechanism is seized. Instrument manufactured on apr 2014 and seizing happened on aug 2017, so it had three years and 3 months of field life. DHR was reviewed and no discrepancies were found. A previous investigation was initiated for this issue. In this investigation, it was determined that this issue is due to a design related issue. A subsequent re-design was completed. The root cause is determined to be a previously addressed design issue. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument knob was stuck and could not be corrected. It is thought that there was cross threading that occurred during resterilization. No adverse events have been reported as a result of the malfunction.